Manufacturer narrative:
Determined the suspect device to be lvp with s/n (B)(4). Product grid revised-additional information added to: the customer¿s report of an over infusion of chemotherapy medication was not identified. The customer¿s infusion programming steps were replicated and there were no obvious programming errors that would result in the reported event. The primary infusion program completed multiple times and was eventually stopped by user. During the infusion there were multiple air in line alarms, flo stop open alarms (20 seconds total) with total volume infused pvi=244.419ml. The secondary infusion ran for approximately 41 seconds with total volume infused svi=0.341ml these were the only programed infusions on pump module on the date of reported incident. Functional testing, and internal/external inspection, performed on the returned pump module s/n (B)(4) found the device to be in good working condition and delivering fluid within specification. Functional testing of the primary set was not performed. Primary set was not received. The root cause was not identified.

Event description:
The customer notified bd of an over infusion of chemotherapy. The rn reported that the medication infused quicker than expected and they stopped the infusion. Even though the pump was stopped they had to clamp both the primary and secondary lines to stop the medication from flowing to the patient. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer notified bd of an over infusion of chemotherapy. The rn reported that the medication infused quicker than expected and they stopped the infusion. Even though the pump was stopped they had to clamp both the primary and secondary lines to stop the medication from flowing to the patient. Although requested, there were no further details or information provided and no report of harm.